Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed clinical feedback and system log information. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation, so no failure analysis could be performed. Review of the available logs did not find any errors that were relevant to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, significant bleeding occurred. The nodule was located right next to a vessel, which led to the bleeding. The team had to use a normal bronchoscope to clean out the area. Although some samples were taken beforehand and from the cellblock, the procedure was approximately 75% completed when the bleeding started. The physician decided to stop the procedure to avoid further risk. The physician attributed the event to the patient's anatomy, as the nodule was situated close to a blood vessel. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the physician stated that the patient who experienced bleeding had been on plavix and was weaned off prior to procedure according to protocol. The physician stated that the bleeding event was caused by navigation of the patient's very narrow airway and had nothing to do with the ion system and said that it functioned as intended. The bleeding was treated with normal bronchoscopy, and no additional treatment was required. The physician stated that the patient recovered without incident and was discharged home as per protocol for biopsy patients.